Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination of the balloon found the wings to be in a deflated state and had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to solidified media that was present within the inflation lumen. The device was soaked in a water bath to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure, and liquid was observed to be leaking from a balloon pinhole located approximately 5 mm proximal to the distal marker band. The balloon material, blades and markerbands of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination of the hypotube found no issues.

Event description:
Reportable based on device analysis completed on 21apr2021. It was reported that the balloon could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted the balloon could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there was a balloon pinhole.